Event description:
No new information.

Manufacturer narrative:
The complaint of a leak at the septum was confirmed and the cause was likely manufacturing related. Three photos were provided for investigation. One photo showed the unit label from lot #4235522. Two photographs showed an 18ga nexiva unit. What appeared to be blood residue was visible between the adapter and the septum cannister, which is consistent with a misaligned or damaged septum or canister. The damage that allowed blood to leak likely occurred during manufacturing. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
The complaint of a leak at the septum was confirmed and the cause was likely manufacturing related. Three photos and one 18g nexiva IV catheter from lot #4235522 were provided for investigation. What appeared to be blood residue was visible between the adapter and the septum cannister, which was caused by a misaligned septum. The damage likely occurred during manufacturing. A trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Detailed incident description: the nurse inserted the catheter and when she removed the mandrel, blood came out through the mandrel site. When did the incident occur? During use.